Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a bilateral revision of vaginal erosions and bilateral partial excision of the sling on (B)(6) 2004 and on (B)(6) 2012. The patient underwent explantation due to pain, erosion, bleeding, scarring, dyspareunia, urinary and bowel problems and infection. (B)(4) - dyspareunia. Urinary and bowel problems.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted due to dysmenorrhea, menorrhagia and sui due to intrinsic urethral sphincter deficiency. It was reported that the patient underwent suburethral sling implant using the adjust single incision system (bard product) and cystoscopy on (B)(6) 2013, due to sui. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to recurrent incontinence and sui. No additional information has been provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).